Event description:
It was reported that, during unknown navio procedure (while patient under anesthesia), after distal bur of femur, the visualization tool was used in the journey 5 in 1 cutting block. It showed femoral rotational and anterior extension cuts having deviations from the plan of over of over 6 degrees as well as 6 to 7 mm off plan of anterior cut depth. The cuts actually looked good even though it was off plan so much. Delay less than 30 minutes reported. The procedure was completed with manual procedure. Patient was discharged and doing fine.

Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The case screenshots were reviewed and could not confirm the reported cut deviations. When in the visualize cut mode of the femur bone removal screens, the use of the plane visualization tool was not captured when displaying the angle and distance errors. The case was put in case visualizer, where it shows the checkpoints were on the bone, indicating that tracker movement was unlikely. It is possible that the plane visualization tool was not sitting flush on the bone, displaying angle and distance errors that are not real to the actual cut. Refer to the surgical technique guide for the use of the plane visualization tool. Use this tool to ensure that the cut guide is placed in its intended position by passing the plane tool through the cut slot. This can be used to compare the plane of cut, with the plan created for bone removal. This helps ensure that the rotation of the component and depth of the cuts are consistent with the plan. This tool also can be used after bone removal to visualize the actual cut prepared. These views are activated by placing the plane visualization tool close to the cut plane you wish to view. A solid line appears which represents the cross- section of the plane visualization tool relative to the bone. A dotted line will appear for either the distal cut plane, anterior cut plane, or the proximal cut plane in case of the tibia. The angle between these lines is calculated as an angle error, depicted in tenths of degrees. The distance calculated between the planned surface and plane visualization tool is represented as distance error, shown in tenths of millimeters. When you are evaluating the distal cut or the anterior cut, both the angle error and the distance error are displayed. It was reported that the user had reverted to manual instrumentation. Refer to the ¿recovery procedure guidelines¿ table of the surgical technique guide for recovering to a fully manual procedure. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. This situation was captured in the navio risk assessment released at the time of the complaint. Based on the investigation, no containment or corrective actions are recommended at this time.